Manufacturer narrative:
Correction to b1: added adverse event. Correction to b2: added hospitalization- initial or prolonged. Correction to h1: from device malfunction to serious injury. Correction to h6 health effect - impact code: from f26 to f08. Correction to b5: from "it was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 394 mg/dl while wearing the pod between 4 and 24 hours. T was also reported that the pod's cannula did not insert properly into the infusion site. Symptoms reported include nausea and vomiting. The patient was treated with IV saline infusion (3 liters), and IV insulin. The patient was released six hours later. The pod was worn when seeking medical attention." To "it was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 394 mg/dl while wearing the pod between 4 and 24 hours. T was also reported that the pod's cannula did not insert properly into the infusion site. Symptoms reported include nausea and vomiting. The patient was treated with IV (intravenous) saline infusion (3 liters), and IV insulin. The patient was released six hours later. The pod was worn when seeking medical attention." Correction to h11: from "the device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event." To "the device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 394 mg/dl while wearing the pod between 4 and 24 hours. It was also reported that the pod's cannula did not insert properly into the infusion site. Symptoms reported include nausea and vomiting. The patient was treated with IV (intravenous) saline infusion (3 liters), and IV insulin. The patient was released six hours later. The pod was worn when seeking medical attention.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 394 mg/dl while wearing the pod between 4 and 24 hours. T was also reported that the pod's cannula did not insert properly into the infusion site. Symptoms reported include nausea and vomiting. The patient was treated with IV saline infusion (3 liters), and IV insulin. The patient was released six hours later. The pod was worn when seeking medical attention.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone phone_control_android. Cloud - omnipod 5 software app version 3.1.1. Cloud - smartphone operating system sp1a.210812.016.g781usqu7fvd2. Cloud - smartphone hardware sm-g781u. Cloud - cgm sensor type g7.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Investigation found no defects or manufacturing deficiencies to the fluid path or needle mechanism that would contribute to an improper insertion of the cannula. No kinks or bends were identified on the exposed portion of the soft cannula. Fluid path testing showed that fluid was able to freely flow the complete fluid path. The download data from the device contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. Although no damage was present, a root cause of unsure properly inserted could not be determined.